Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was noted on the implantable cardiac monitor. Loss of electrode contact was suspected. The patient was asymptomatic and was to continue with regular follow up.